Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose between 336 mg/dl and 458 mg/dl due to blood at site. There were not signs of infection and customer was advised that insertion may have hit a capillary. Customer was not on medication which could cause bleeding. Infusion sets would be replaced.